Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator shut down while being used on a patient. Further information has been requested. There was no adverse patient impact reported.